Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient was using her controller to get charge information on the dbs, and the cordless phone rang at the exact time her controller was communicating to the device. The configuration had changed and the patient had to go to the doctor in order to reprogram the implantable neurostimulator (ins).